Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, guide wire entrapment occurred. Access was gained via the left femoral artery using a 6f non-bsc sheath. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right superficial femoral artery. A 2mmx40mmx144cm sterling es balloon catheter was advanced over an unknown 0.014 guide wire and inflated 1 time for 60 seconds and deflated without issue. The physician attempted to exchange the guide wire, but it was stuck within the device. The guide wire and balloon catheter were removed as a unit. Once outside the patient, they were unable to be separated and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, guide wire entrapment occurred. Access was gained via the left femoral artery using a 6f non-bsc sheath. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right superficial femoral artery. A 2mmx40mmx144cm sterling es balloon catheter was advanced over an unknown 0.014 guide wire and inflated 1 time for 60 seconds and deflated without issue. The physician attempted to exchange the guide wire, but it was stuck within the device. The guide wire and balloon catheter were removed as a unit. Once outside the patient, they were unable to be separated and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an over-the-wire (otw) sterling es balloon catheter. A guide wire was protruding approximately 26.5 cm from the hub of the device. The tip was damaged and the inner shaft in the balloon was buckled 6-8 mm from the tip. Microscopic inspection of the remainder of the catheter presented no other damage or irregularities. The guide wire was damaged 3.3 cm from the tip of the wire. The outer diameter (od) of the guide wire was measured with a calibrated laser micrometer; the maximum measured od was .014." Microscopic inspection of the remainder of the guide wire presented no other damage or irregularities. An attempt to separate the guide wire from the catheter was made but was not successful. The device was soaked for approximately 8 hours in a bath of circulating 37°c water in an attempt to loosen and dislodge dried material from the lumen of the catheter; however, even after soaking, the catheter could not be separated from the guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).